Manufacturer narrative:
(B)(4). Method: the returned complaint chamber was visually inspected. Results: the visual inspection revealed that the two ports on the mr290 chamber were bent forwards and deformed. The area around the base of the deformed chamber ports were smooth and free of stress marks. A lot check revealed no other similar complaints for this lot number. Conclusion: the area around the ports was smooth, suggesting that the ports had deformed due to exposure to heat. Deformation from force exerted on the ports would have caused stress marks or cracking, and none were noted. Based on our investigation of other similar complaints, it is likely that the deformation was caused by a failure of a flow restriction valve which was attached to the chamber port as part of the circuit set up. If this flow restriction valve fails due to incorrect ventilator settings or other causes, then the flow of air through the chamber will stop. If the flow through the chamber is ceases for any length of time, an increase of temperature inside the chamber can occur. The chamber could then soften and be bent by the weight of the restrictor on top of the port. No further information was provided by the hospital, however all fisher and paykel healthcare humidifiers contain both software and manual temperature control measures, including thermal cut out switches to prevent over heating. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails either of these tests is rejected. If the ports had been deformed, the tests would not have been possible. This suggests that the damage occurred post-production.

Event description:
A hospital in (B)(6) reported via our distributor that an mr290 vented autofeed humidification chamber deformed while in use with a humming v high frequency oscillating ventilator. No patient consequence was reported.